Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant results were generated and reported on a patient sample. An initial magnesium result of <0.4 mg/dl was generated. The sample was repeated and a result of 1.6 mg/dl was generated (normal range 1.5 -3.0 mg/dl). There was no report of impact to patient management.

Manufacturer narrative:
Likely cause changed to the architect analyzer. Manufacturer report number 1628664-2018-00213 has been submitted and all further documentation, including the product evaluation will be included in that report.